Event description:
During a laparoscopic hysterectomy, while surgeon was suturing the vaginal vault, rep noticed that the catheter was hanging below the bed and a large tear in the balloon. There was no patient injury and patient's current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.